Manufacturer narrative:
The device is currently under evaluation. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the arterial blood pressure value was inaccurate when measured by a disposable pressure transducer during a thoracic surgery. The waveform was normal but the value and waveform did not match. The system was zeroed before use. The customer performed flushing but the problem was not solved. A new kit was used and worked successfully. There was no leak, occlusion or kink noted on the catheter. It is unknown if the patient was treated off the values or if an error message was observed. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One dpt with an attached pressure tubing was returned for examination. The reported event of pressure measurement issue was confirmed. The dpt zeroed but did not sense pressure on a pressure monitor. Electrical testing showed that the output impedance met specification, but the input circuit had an open condition. A crack was observed on the sensor chip. No visible damage/defect was observed at the solder joints, dpt cable connector, and cable of the dpt. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.